Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 08l44 that has a similar product distributed in the us, list number 06l22. Evaluation of the customer issue included a complaint text review, a search for similar complaints, in-house testing, device history review, labeling review, no adverse trend was identified for the customer issue. Return material was not available from the customer. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. An external panel (biomex scp-hbv-001 and 004) was tested with retained kits of the likely cause reagent lot and results were compared with historical architect anti-hbc ii data from biomex. The complaint lot and the historical lot detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. No unusual reagent lot performance was identified. A device history review did not find any issues with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect anti-hbcore, ln 08l44, lot 85025li00, was identified.

Event description:
The customer observed a (B)(6) result while using the architect anti-hbc ii assay. The customer indicated the patient was (B)(6) when tested in 2016. A result of (B)(6) was generated on (B)(6) 2016. The customer provided the following current anti-hbc result data: (B)(6). A new specimen was drawn: (B)(6). The (B)(6) results are in question. The patient is co-infected with (B)(6) (diagnosed 2009). No adverse impact on patient management was reported.